Event description:
According to the reporter, the device did not deploy completely. The customer has not kept trace on any data and the issue happened a long time ago. No further information is available at this time.

Manufacturer narrative:
(B)(4).